Event description:
During a pta treatment procedure, an unknown guide wire became stuck in the ultra-thin diamond balloon catheter. The ultra-thin diamond balloon catheter was cut, then the guide wire was removed. Another balloon was used to successfully complete the procedure. Pt status is reported as 'fine'.

Event description:
It was further reported that the lesion being treated was a 100% stenotic lesion in the superficial femoral artery. The ultra thin diamond balloon catheter became stuck on a .035 magic torque guide wire. Both portions of the balloon catheter were removed from the pt.